Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the control board (pcb) defective. The fse replaced the gear pump pcb to resolve the issue. The fse adjusted the gear pump volume, calibrated and performed quality control, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.